Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; blood found in/on the helix mechanism, blood/body fluid found in the outer tubing overlay, and there was a breach cut in the outer tubing overlay; full lead analyzed.

Event description:
It was reported there was oversensing noted on surface ECG. It was also reported that the lead had been repositioned due to sensing noise causing long asystolic pauses with rv apical placement. While the lead was in the apical placement and soon after it was placed there, difficulty was encountered with removal of previously placed temporary lead wires which had become ensnared in the new 6947 lead. After some effort, the temporary lead wires were successfully removed. The egm noise was present with the apical placement with both rvtip to rvring sensing and rvtip to rv coil sensing. However, on repositioning the lead to an apical placement the noise was only demonstrated with rvtip to rvring but not with rvtip to rvcoil configuration. It was further reported there was mechanical oversensing of unknown origin. The lead was removed and replaced. No further patient complications were reported as a result of this event.